Manufacturer narrative:
(B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoprosthesis-improper placement and branch vessel obstruction. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of a thoracic aneurysm using gore® ctag® thoracic endoprostheses (tgu373715j/15659627). After the ctag deployment, a contrast dye flow was not good in the left common carotid artery (lcca). Tgu373715j partially covered the lcca unintentionally. A metallic stent was implanted in the lcca to restore the blood flow. The physician commented the covering might be due to shape of existing artificial blood vessel and partial uncovered stent. The patient tolerated the procedure. No further information was obtained.